Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.08.92 categorized as remediated.

Event description:
Medwatch received from facility stated, nurse opened primary IV tubing and found that the tubing disconnected from itself at the second port. The device was not used on a patient. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Correction: CAPA (corrective and preventative action) (B)(4) is not associated with this report. (B)(4).

Event description:
Pt self tester reports discrepant results: date: unk, inratio: 2.7, lab: 1.9 (both drawn within 1 hour); (B)(6) 2010, 3.7, 3.5.

Manufacturer narrative:
The reported condition of gets an alarm but doesn't give an alarm code, was not confirmed or duplicated. However failure code 199:117:284:0000 and damaged battery alarm caused by depleted main batteries and a pinched dc harness were found. The dc harness and main batteries w/ safety harness were replaced. (B)(4).

Manufacturer narrative:
Additional information: this device utilizes user interface module master software version 5.09.90 categorized as remediated. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
On 04 march 2010, the facility's biomedical technician reported a colleague infusion pump that "gets an alarm but doesn't give an alarm code". The event was reported to have occurred during patient therapy in the general patient ward. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).